Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that when the pump history was downloaded, there were duplicate boluses showing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/18/2016 with the following findings: on investigation, the alleged duplicate bolus record issue was not duplicated in the evaluation. Review of black box data did not find any activities related to the complaint. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. An audio bolus and a normal bolus was delivered and recorded correctly. Pump history was downloaded and it did not show duplicate entries for the bolus delivered.